Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies found were. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the lead passed introducer test. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's lead was exhibiting no pacing, approximately four months after implant. It was also confirmed by x-ray that the patient's lead had dislodged. The physician commented that the patient's pre-existing condition prevented the lead from being fixated firmly. The physician attempted to reposition the lead, however, the lead impedance was low, so the physician elected to use a different lead. No patient complications have been reported as a result of this event.